Manufacturer narrative:
Date of event: unknown, used the first day of the aware month. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that, previous to the artificial urinary sphincter (aus) placement, the patient was diagnosed with prostate cancer. He underwent radical prostatectomy oncology surgery in 2017. He developed urinary incontinence and refractory postoperative stenosis. The underwent resection of an area of fibrosis followed by confection of proximal neourethra (cystourethroplasty), posterior urethroplasty and surgical cystostomy, perineal in (B)(6) 2020 for definitive treatment of refractory stenosis, on (B)(6) 2021, he underwent treatment of refractory urinary incontinence, through implantation of an aus. However, there was no normal activation of the device after several attempts, remaining with continuous incontinence, thus requiring surgical revision. The patient has not had the surgery yet, however, he remains stable.